Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 500 mg/dl associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it alleged that the pump was emitting a loss of prime due to the patient not completing the rewind, load and prime sequence. This complaint is being reported because the patient experienced hyperglycemia associated with user error.